Event description:
It was reported the device was leaking at the reservoir. No patient injury reported.

Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.